Event description:
External pacing was being administered to a pt during transport. The pt was described as in full cardiac arrest and in an agonal rhythm. CPR was performed throughout the transport. Allegedly, near the end of the transport, a 'needs service' message was observed, the unit lost power and pacing subsequently stopped. The pt was not resuscitated. The operations manager indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.